Event description:
Pt reported obtaining a capillary blood glucose result of 160 mg/dl, while using the suspect device. Pt indicated that his blood glucose (venous sample) was also tested in a lab with a result of 160 mg/dl. Pt did not indicate if the tests were performed in a fasting state, nor did pt note the time duration between tests. No treatment was received and no pt injury was reported. Pt reported that qc testing had been performed on the system; however, pt did not state if the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.